Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported that their implant quit working and wasn't charging and that is why the implant was replaced. Pt said that they didn't remember when the implant stopped charging. Pss documenting past event that was reported by the pt on the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.